Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 215 mg/dl. Reportedly, the pump display did not turn back on when plugged into a power source; therefore, the customer reverted to an alternate method of insulin delivery until replacement pump obtained.